Event description:
Intuitive surgical, harmonic ace curved shears insert was being used during case. While it was being used, it alarmed saying that it needed to be cleaned and tightened. Instrument was removed from pt, cleaned, tightened and inserted back into pt. As surgeon was using it again, the tip came off in the pt. Both the instrument and the piece that came off were removed from the pt.